Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed 9 no delivery alarms. Customer did not call in to troubleshoot, instead customer took the device apart and put it back together. Customer's blood glucose was 400 mg/dl to over 600 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.